Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, foreign material was observed in the needle cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, foreign material was observed in the needle cap. No adverse impact was reported regarding the patient or us.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. The evaluation of these photos illustrated what seems to be embedded foreign material, identified as a molding defect on the IV shield. It is difficult to establish the nature of the foreign material from the photos. Additionally, ten retained samples were visually inspected, and no contamination was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.